Event description:
The device was used during a laparoscopic endometriosis procedure. Reportedly, upon closure of the bowel, the staples did not form properly. The surgeon applied another device and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.